Event description:
It was reported that the insulin pump had a crack in the case. The insulin pump was not dropped or bumped. The crack was visible on the battery compartment. The drive support cap did not appear to be damaged. No blood glucose reading was given. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.